Event description:
The fe reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and battery on the gib were evaluated and replaced. The system was tested and found to be working as intended and returned to service.